Event description:
After 6 months of implantation and pacemaker was explanted do diaphragmatic stimulation and pain in the pocket.

Manufacturer narrative:
March, 13 2007. The analysis from the manufacturer is pending.